Event description:
The customer reported a failure to alarm for a patient. There was no patient or user harm associated with this event.

Manufacturer narrative:
The logs and alarm history from the xhibit central station were gathered for investigation into the reported issue. A sr. Post market surveillance specialist evaluated the logs and identified a discrepancy between the date, time, bed, and channel number that were provided by the customer. The customer was contacted to clarify event information, but a response has not been received at this time. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A review of patient data showed evidence of the alarm. At this time there is no evidence of product failure.